Event description:
Covidien rec'd info stating that during patient use, the silence and reset light emitting diode (led) was found to be randomly blinking. The patient was manually ventilated and then transferred to another ventilator. There was no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The customer reportedly replaced the membrane and overlay to resolve this issue.